Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. The device was found to have no output and no telemetry. A memory download could not be performed. The device case was removed in order to facilitate inspection of the internal components. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high power consumption and resultant premature battery depletion.